Event description:
It was reported that the battery button on the screen was non-responsive. Boston scientific technical service (ts) assisted and discussed that certain area of screen may have gone bad. The programmer will be returned for replacement. No patient involvement.